Event description:
A baxter engineer reported a pump with failure code 570:320:675:0000. This failure code occurred during bio-med testing. Thee was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.